Event description:
A customer reported receiving a "replace sensor" message with the adc device and was therefore unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional (paramedics) who provided a unspecified injection to bring up blood glucose levels. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.